Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 08/21/2012 device evaluation:the pump has been returned and evaluated by product analysis on 07/26/2012with the following findings:the keypad was found to be intact. The keypad buttons were found to be intermittently responsive and required multiple button presses to elicit a response. The up and contrast buttons were hard to press and required increased force to response. Contamination was found under the key contacts. Unrelated to the complaint, the display screen was found to be dim and faded and difficult to read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.